Event description:
It was reported by the vns pt that she has been experiencing multiple symptoms, which began over the last two years. The pt explained that she had ulcers, heart palpitations which she believes are occurring with stimulation, fainting episodes, and red blotchy, warm sensation on the left chest in the location of the implanted pulse generator. The pt was implanted with the device in 2006. The pt stated that the physician who is treating these symptoms "did not know if it was related to vns". The pt explained that she had not informed her treating neurologist of these symptoms. Further f/u with the treating neurologist revealed that the pt has in fact not informed her of the symptoms, but also stated that they were not believed to be related to vns. The physician explained that the pt has received good efficacy with vns for seizure control. The physician stated that the pt was last seen in (B) (6) 2010, where diagnostic tests revealed normal device function, however, specific results were not provided. The pt is not scheduled for a f/u appointment until (B) (6) 2010.